Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for infection, requiring intervention. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 1+. Post procedure, pericarditis was noted and tylenol was administered. The patient condition continues. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for infection, requiring intervention. It was reported that this was a mitraclip procedure, performed on (B)(6) 2021, treating functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted and the mr was reduced to grade 1+. Post procedure, pericarditis was noted and tylenol was administered. The patient condition continues. No additional information was provided.

Event description:
Subsequent to the initial MDR, additional information was provided, indicating that the pericarditis resolved on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericarditis as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on available information, the cause of the reported pericarditis could not be determined. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.